Event description:
It was reported that the patient presented in clinic after receiving low high voltage lead impedance alert. Low hvli was not reproducible during interrogation. The physician elected to monitor the lead via remote monitoring.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.